Manufacturer narrative:
Should additional information become available, it will be provided on a supplemental report.

Event description:
It was reported that the impactor tip is cracked.

Event description:
It was reported that the impactor tip is cracked.

Manufacturer narrative:
Correction: d4 lot/serial number d4 gtin h6 methods the reported event that perform humeral head impactor tip was alleged of issue ¿instrument - crack outside of surgery¿ was confirmed, since the product was returned for evaluation and matches the alleged failure mode" since the product was returned. The device inspection revealed the following: an inspection of the returned instrument reveals a crack extending across it¿s diameter, nearly splitting it in two. However, at the end of the crack, it abruptly changes direction and continues to the end of the instrument where it ends. A functional inspection of the instrument was not considered necessary as the instrument is clearly broken based on investigation, the root cause was attributed to wear a related issue. The failure was caused by its intended use. As a device that is manufactured of plastic and incurs numerous impaction events, cleaning and sterilization cycles, breakage as noted in this complaint can be expected. A design improvement was performed to prevent the recurrence of the alleged failure. A review of the device history for the reported lot did not indicate any abnormalities. A review of the labeling did not indicate any abnormalities. If any further information is provided, the complaint report will be updated.